Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 1.0mg/ml at a dose of 0.1102 mg per day and bupivacaine 1.0 mg/ml at a dose of 0.1102 mg per day via an implanted pump for spinal pain. A pump reservoir volume discrepancy was found, on (B)(6) 2015, upon device interrogation. Specifically, 15ml was removed versus the expected amount of 4.5ml. The patient also experienced possible withdrawal symptoms. They reported experiencing chills, nausea and increased pain the same day the discrepancy was found. A catheter access port (cap) contrast study was performed on (B)(6) 2015, and in terms of the results it was reported "pump check performed; catheter needs revision." Further information indicated the results of the cap study were that they were unable to aspirate through the catheter and it was reported the catheter was occluded. A catheter revision was scheduled for (B)(6) 2015. In regards to etiology, the event was noted to be possibly related to the device or therapy and not related to the implant procedure. It was further specified the event was related to the entire catheter. Further information received confirmed the surgical intervention, a catheter revision, occurred on the previously scheduled date. The outcome of the event was listed as ongoing. No further information was provided. Should additional information be received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on 26-jan-2016 and it was reported that on examination (B)(6) 2016 all signs and symptoms of any type of withdrawal or medication-related issues had resolved. The event outcome was reported as "resolved without sequelae (B)(6) 2016."

Event description:
Additional information later received reported that the cause of the catheter occlusion was not determined.